Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 during which the system was explanted.

Manufacturer narrative:
B3: event date is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. Surgical intervention is pending to address this issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The entire system was explanted without complications. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.